Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the case was outside the indications for use due to a short angulated neck; however, ovation was the only option for the patient so the physician elected to proceed with the case. The physician elected to intentionally land the aortic body stent graft high, with the proximal edge of the radiopaque (ro) markers positioned at the upper edge of the lowest renal artery. The sealing ring was ballooned at 23min post polymer injection using a coda balloon. The final angiogram showed the presence of the type ia endoleak. The physician elected to balloon the sealing rings again, contrary to the reps recommendation. Upon aggressive adjunctive ballooning at 49 min post polymer injection using a 32 coda (indeflator) for 1.5min, the stent graft appeared to have moved distal to the original location, putting the ro markers below the renal arteries and the sealing ring partially in the aorta. Coils were placed at the level of the sealing rings in an attempt to resolve the leak; however, the endoleak persisted evidenced by significant contrast outside the sealing ring. It was also noted that the aorta may have been damaged. Patient was stable at the completion of the case. On (B)(6) 2018, it was reported that an unsuccessful attempt was made to seal the aneurysm sac with a 4 vessel snorkel with non-endologix devices. The patient was on a ventilator and very sick and will continue to be monitored. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the following reported events: off-label insertion technique and the resultant stent movement and unresolved type ia endoleak after adjunctive liquid embolization, non-endologix stent placements, and persistent type ia endoleak. This event is most likely user-related due to an off-label neck; contributing factors include the intraoperative endoleak, stent movement, unsuccessful adjunctive therapies, and aortic vessel damage. Procedure-related harms include damage during ballooning to the aortic vessel (rupture) and respiratory failure. The final patient status was could not be confirmed but it was reported that the patient was doing poorly and on a ventilator. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.